Manufacturer narrative:
This is our final report on this incident.

Event description:
A clear liquid splash from suspension cup went into customer's eye when the customer was in the process of performing the monthly maintenance on their tango optimo. The customer had removed the disposable cup and the splash bowl. She had rinsed both with di water, but did not notice remaining liquid on the splash bowl.the customer was wearing glasses but the liquid went up under her glasses. This is a case of unintended use by the customer. We kindly suggest carefully inspecting the splash bowl for any remaining liquid and in either case wearing safety glasses. No information was provided about the customer's condition. But, due to the presence of clear liquid (probably water) inside the splash, it is assumed that the customer was not injured. We will offer a refresher course for the customer in order to avoid this kind of splash in the future.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
During the process of performing the monthly maintenance the customer had removed the disposable cup and the splash bowl. The customer had rinsed both with di water, but did not notice remaining liquid on the splash bowl. When replacing the splash bowl, the customer thinks a few drops got in her eye, but the customer is not sure. The customer says the drop got in her eye from underneath her glasses. The customer took precaution and went to the employee health office. Still we are not in the position to provide a conclusive statement. From today's perspective we can say that it is possible that a handling issue from customer side might be causative and that the instrument is working within specifications. We are currently waiting for update information concerning customer's condition and the instruments performance.